Event description:
It was reported that the user sought information about adjusting ilet target ranges due to concern about hypoglycemia and noted that the system appeared to continue insulin delivery as glucose approached a low range; the agent advised that target changes require clinician approval and that the ilet suspends insulin delivery prior to and during hypoglycemia. Symptoms included a measured low blood glucose of 54 mg/dl without reported hypoglycemic symptoms. Outcomes included self-treatment with oral glucose and completion of troubleshooting and education, including scheduling additional training regarding target ranges. Investigation included user interview and education on device functionality and safety features related to low glucose. Investigation of this case revealed no device malfunction was identified and the cause of the hypoglycemic event was unclear based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.